Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 345 mg/dl. It was stated that the customer had just recovered from the flu. The mother stated that the cannula was bent when the infusion set was removed. The mother felt that the insulin pump was working normally. Nothing further was reported.